Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reverting to set up mode. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 7am on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported taking 30 units of novalog when they were unable to test on their meter. The patient reported developing symptoms of "tingling in toe, lightheadedness and chest palpitations". The patient reported self-treating these symptoms with sugar. The patient denied testing on any other device. At the time of troubleshooting the cca confirmed that the issue began after a battery change. The cca educated the patient on how to correctly set up the meter and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.